Manufacturer narrative:
Serial numbers: (B)(4). For 1 of the 3 reported events, a ge healthcare service representative performed a checkout of the system and confirmed the reported event. To resolve the event, the drive gas check valve (dgcv) and o-rings were ordered for replacement. For 2 of the reported events, a ge healthcare service representative performed a checkout of the system and did not confirm the reported event.

Event description:
This report summarizes <noe> 3 <noe> malfunction events. A review of the events indicated that model 1012-9650-000 anesthesia gas machine experienced increase in pressure. 1 event was reported for a system fault resulting in excessive sustained high positive end expiratory pressure, 1 event was reported for a malfunction resulting in excessive pressure in the patient circuit, and 1 event reported for a malfunction causing excessive sustained pressure in the patient circuit. These reports were received from various sources. Of the 3 events, 2 did not involve patients, and 1 did involve a patient. There is no patient information available.